Event description:
A medtronic representative reported the site alleged an inaccuracy while in a cranial procedure. The surgeon discontinued use of the stealthstation treon guidance system to complete the surgery. There was no impact on the patient outcome.

Manufacturer narrative:
Medtronic investigation finds that navigation was aborted after the skin incision was made but prior to the bone flap, as the patient tracker shifted due to the size of the incision and the skin shifting.